Event description:
It was reported that high lead impedance readings were obtained during an office visit. The patient's device was programmed off and they are currently waiting to see if the patient's seizures worsen prior to replacing the device. There were no reports of any abnormal side effects.